Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open-establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It ws noted restricted posterior. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was placed without issue. However, during the deployment sequence, the clip opened while locked when establishing final arm angle/efaa. The efaa steps were performed 3 times, but the clip still opened while locked. Therefore, the clip was retracted back to the left atrium and the efaa test was performed once again. The efaa failed again, so a decision was made to remove the cds with the clip attached. It was noted that the efaa test was performed several times once the cds was removed, and the efaa passed each time. The procedure continued with a new cds. Three clips were implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
This is filed to report clip open-establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It ws noted restricted posterior. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was placed without issue. However, during the deployment sequence, the clip opened while locked when establishing final arm angle/efaa. The efaa steps were performed 3 times, but the clip still opened while locked. Therefore, the clip was retracted back to the left atrium and the efaa test was performed once again. The efaa failed again, so a decision was made to remove the cds with the clip attached. It was noted that the efaa test was performed several times once the cds was removed, and the efaa passed each time. The procedure continued with a new cds. Three clips were implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during establishing final arm angle. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).